Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a hardware low level failure pump error alarm. Customer stated that first tech completed troubleshoot of the issue and the pump is functioning as designed. Customer states error was clear and insulin pump rewinds. Customer went through all the troubleshoot with the previous technique. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.